Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer biomedical engineer (biomed). The caregivers wanted to configure the inop "<spo2 label> sensor off" as a red or yellow inop alarm to provide a severity indication. The rce informed the biomed that it was not possible to configure the "spo2 sensor off" as a red or yellow inop alarm. There was no product malfunction; the customer wanted to configure the "spo2 sensor off" inop as a red or yellow inop alarm. The customer was informed that this was not possible for this type of alarm. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they wanted to configure the inop "<spo2 label> sensor off" as red or yellow inop to provide a severity indication. A philips field service engineer (fse) was notified that a patient died on (B)(6) 2019.